Event description:
It was reported, that high capture thresholds, low pacing impedance was observed, on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.